Manufacturer narrative:
A visual, dimensional, and functional examination was performed on the returned device. A tear was identified proximal to the guide wire exit notch for a length of 1 mm. The reported difficult to advance could not be confirmed; however it is likely that circumstances of the procedure contributed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficult to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling na.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 2.0x28 mm xience sierra stent delivery system (sds) was not tracking on the guide wire and therefore was not used. A 2.0x33 mm xience sierra sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. ***returned device analysis identified a tear proximal to the guide wire exit notch for a length of 1 mm.